Manufacturer narrative:
(B)(4). Concomitant products: 51-106100, tprlc 133 mp type1 pps so 10.0, 6232162; 51-106100, tprlc 133 mp type1 pps so 10.0, 6232162. (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03595, 0001825034 - 2018 - 03594.

Event description:
It was reported that the incoming inspection member found debris in the sterile package. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Medical device; (UDI): (B)(4). Reported event is considered confirmed as visual examination showed the packaging had debris inside. The sterile barrier was still intact. Device history record was reviewed and no discrepancies were found. The likely condition of the products when leaving zimmer biomet was non-conforming. The reported event occurred during the manufacturing process. Therefore the root cause was manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.